Manufacturer narrative:
Result - eval of the returned product revealed strap #1, the edges of the strap near the buckle are tearing, also the mid section of the leather in between a pair of notches has been cut out, so there's a bigger opening. Strap #2, the strap has been broken in half the break is jagged. The buckle is still locked through the notches. The two buckles still lock and unlock as they should. Note: IFU warning - before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. IFU has contraindications: do not use this device on a pt who is or becomes: suicidal, highly aggressive or combative, self-destructive, or deemed to be an immediate risk to others, unless the pt is under constant supervision. (B)(4).

Event description:
Customer reported that on (B)(6) 2012, as the restraint was on a pt, he was able to chew through the strap and tear through the material. The pt was able to free himself from the restraint and injure a security officer. The officer was kicked in the face and suffered from a swollen jaw and black eye. There was no reported injury to the pt. The hosp also informed that the pt was brought into their emergency room by family because of his behavior after smoking synthetic marijuana. While the pt was in the emergency room bed, he kicked the footboard and bent it. Afterwards, the pt showed incredible strength and was able to break from two of the three applied restraint straps. The third applied strap was chewed by the pt on the side of the perforated holes and shows signs of damage, but did not break like the other two. The cuff in use with the pt remained intact and did not fail. The next day, the pt was released to his mother. After the incident, their staff security officer was seen at their emergency room, he sustained minor injuries with no surgical intervention and was released back to work and completed his shift with no loss of work time.